Event description:
It was reported that the lead was coiled around the can, and there was blood in the lead. The lead was explanted, and no patient complications were reported as a result of this event.